Event description:
It was reported that during an abdominal procedure there was needle breakage during use on patient. Surgeon changed to an open procedure with x-ray to look for the needle.

Manufacturer narrative:
The actual product involved with the incident reported will not be returned, however eight unopened sample of the reported lot were received for evaluation. Method: relevant portions of the device history record were reviewed. Finished good product was received into inventor without quality issues. No inventory available for the lot reported. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batches used in the manufacturing of the lots reviewed. As of the day of this report, information has not been received from supplier. The needle supplier has been made aware of this complaint for a continued investigation. On (B)(4) 2014, eight (8) unopened sample of item sxmd1b40530 from finished goods lot mcnq870 were received for evaluation. Needles will be provided to the supplier, which is our customer as well for evaluation. A follow up report will be submitted once the evaluation is completed. (B)(4).